Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll bns barrel cracked. Verbatim: rcc received a complaint via email. Email(s) attached. Customer stated that 2 each 10ml syringes cat# bf301029 and 2 each of the 20ml syringes cat# bf301031 were cracked length wise. Please confirm if cracks on the syringe were noted prior to use. If not, was there any patient impact or delay in treatment? These syringes were not cracked before the procedure.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5148026 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.